Manufacturer narrative:
H6/h2: correction submitted to add a090407 and nds5035. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had not gotten [to] where the surgery worked and was still having a lot of problem with urine. The caller said the issue had been going on since the surgery, and they thought it was getting worse because the patient was having issues at night. The caller mentioned that they had tried increasing stimulation to the max, and they did not feel any stinging or anything. The caller also said that they went into the doctor's office about 3-4 times and talked on the phone with someone. The caller then said they talked to another lady who walked them through making an adjustment to the patient's therapy. The agent asked when the last time they made an adjustment was, and the caller said once when they went to the doctor's office, a lady came and didn't see the patient. They just had them put the device to them, and the lady said they just upgraded a different program. The agent walked the caller through how to change programs on the call. The caller got a message that said "internal battery is low" and to contact clinician. The caller dismissed the message. As the agent was walking the caller through the steps of changing programs, the caller stated that they would need to call patient services (ps) right back. The caller called back for assistance changing programs. The caller connected to the ins and saw a message that the ins battery was low. The caller dismissed the message. The patient was on program a at 4.6. The caller changed the program and increased stim to 9.5, and the patient was not feeling stim. The agent recommended the patient follow up with the healthcare provider (hcp) to have the device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.